Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed component code: stem h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a right bipolar hemiarthroplasty is present. There is an oblique mildly displaced periprosthetic fracture of the right hip. There is resulting loosening and subsidence of the femoral implant. Bone quality is osteopenic. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi report confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 57 days post implantation due to bone fracture. Cables were placed during the revision. There is no additional information available at the time of this report.